Event description:
Air remains in the hub. During prep, air remains in the hub delivery system after the syringe was pressured to the blue zone and then returned to orange zone. Another delivery system was used and the procedure was completed successfully. There was no adverse effect to the pt. The dcs syringe was connected to the dcs coil delivery system and the coil was in the dispenser hoop. Dedicated saline from an infusion bag was used for the dcs syringe. The dcs syringe was free of bubbles prior to purging. No info was available, if other coils were prepped using this syringe. The product was not clinically used.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the products met all requirements per the applicable manufacturing quality plan. There is no indication that the dcs syringe contributed to the reported prepping difficulty of the orbit coil system and based on the available info, there are no identified contributing procedural factors. However, without the return of the product, no conclusion can be made regarding the event.